Manufacturer narrative:
This is a follow up report to medwatch submitted 9617229-2023-19227. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: no complaint against the device

Event description:
Patient reported right side "possible leaking". Healthcare professional later reported "exchange with no complaint against the device". Device remains implanted.

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: b5, h6.

Event description:
This record is no longer reportable to the FDA and will be un-reported.